Manufacturer narrative:
The patient¿s meter was returned for investigation. The display showed no errors during the investigation. No defect in the circuit board or contamination was found.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display error with coaguchek xs meter serial number (B)(4). The patient received an error 5 on her meter display with a faded 8 or 9 underneath the error code. She recoded the meter to a new strip lot and ran a blood test using a different finger. The meter result was 1.4 inr with faded numbers '188' under the result. The patients therapeutic range was not provided. There was no allegation that an adverse event occurred.